Manufacturer narrative:
Follow-up #1 date of submission 02/05/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of pump¿s black box revealed no related rebooting events. Three battery compartment cracks were observed; the battery compartment threads were damaged. Moisture was observed within the battery compartment; leak testing confirmed a battery compartment leak. The returned battery cap threads were damaged; the cap could not secure properly to the pump and an intermittent power issue was experienced during investigation. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. Moisture was found to the pump¿s printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress-battery compartment) issue. It was reported the battery cap had never been replaced and was unable to fully tighten. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.